Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# v578923, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v390366, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that the patient thought that a button had gone out because she can't get it to turn on. It was later reported (about nine days later) that the patient had been charging for two days and the implant will not get past (B)(6). The patient stated all coupling bars were shaded in, and that the ins icon was blinking. The patient does not use the belt. The charge, therapy on and therapy off buttons were difficult to press. The implantable neurostimulator recharger (insr) therapy on/off buttons were stuck starting a week after the initial report. It was confirmed that the insr was charging. No patient symptoms were reported. Of note, the patient's indication for use was complex regional pain syndrome (type 1).

Event description:
Additional information received from the consumer reported not to be concerned with this topic any longer. The charger in question was no longer with her. It died completely shortly after the patient issued her complaint and the manufacturer made sure she had a new one in 24 hours. Lucky for the patient,she never had to be without stimulation for a moment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the insr button was damaged and she was unable to charge the insr. It was confirmed that the desktop charger connector pin was not bent/loose. The consumer saw a screen showing no battery once she plugged the connector pin back into the insr. It was noted that the consumer was not feeling well and experienced pain. The consumer stated that the pain existed prior to the implant but got worse because she had no stimulation due to battery depletion. It was noted that the patient took drugs to help with her pain. The consumer stated that after receiving a replacement antenna, the isnr started not working and started going on the blink. The consumer was redirected to her health care provider for the pain. The insr was replaced. Additional information received from the consumer on (B)(6) 2015 reported that she was still in pain.